Event description:
On (B)(6) 2012, the pt reported that he thinks insulin is leaking in the insulin cartridge compartment of the infusion device after delivering a bolus of insulin. The pt would pull the insulin cartridge out and clean it, but would notice insulin in the cartridge compartment again. This began on (B)(6) 2012. The day before reporting the issue, the plunger got stuck on the piston rod and a large amount of insulin leaked into the cartridge compartment. The infusion device did not display any alerts or errors. He stated that with the insulin leaking his blood glucose level had been elevated. The morning of the day he reported the issue his blood glucose level was over 500 mg/dl. His normal range is 110-130 mg/dl. The pt left work to treat himself with an injection of insulin. He experienced blurry vision, frequent urination, and hands and feet tingling. The pt does not change the adapter as often as recommended. He fills his insulin cartridge before letting the insulin come to room temperature. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, insulin cartridge, and infusion set were replaced and requested to be returned for evaluation.